Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was wet with insulin all over when it was removed from the pump. The customer would load a new cartridge. The customer's blood glucose level was 188 mg/dl.